Event description:
It was reported that during an unknown procedure, when the device was fired it wasn't complete. All of the staples did not fire, resulting in a leak which had to be hand sewn. There was no patient consequence.